Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from patient's operative eye due to refractive surprise and difficulty adjusting to monovision after implantation. Patient requested for the explant of the current lens and its replacement with a new lens targeted to plano. Additional information was provided, and reported the explant was performed. An unplanned incision enlargement and unplanned sutures were required, but no unplanned vitrectomy was performed. There was a delay of 20 minutes. The patient was reported to be temporarily impaired following the procedure. The customer stated that no additional information was available, confirmed that the product was not available to be shipped to the team. No further information was received.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/not provided. Best estimate date is between 9/19/2025-11/27/2025. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.